Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the physician had a hard time implanting the lead due to patient anatomy. The helix was successfully extended and retracted in the body but the physician was not happy with the lead placement and decided to repositioned the lead. After the lead was repositioned, the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.